Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was empty and the insulin pump did not alarm for low reservoir. Blood glucose value at the time of incident was 606 mg/dl. The customer was unable to perform the high pressure test at the time. She was advised to call the doctor to get a back-up plan. The customer called back on (B)(6) 2017 to complete troubleshooting. The insulin pump passed the high pressure test. It was advised to monitor the device. The insulin pump will not be returned for analysis.